Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The reported event of inability to interrogate was not confirmed. The device was received with normal telemetry communication and normal output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found above elective-replacement level, with signs of rapid discharging. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received noted the device was explanted and replaced on 21 mar 2023. Patient was stable throughout the procedure.

Event description:
New information received noted that device also experienced intermittent failure to interrogate.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient had no consequences. Further information was requested, but not yet available.

Manufacturer narrative:
Further information was requested but not received.